Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the pump touch screen was difficult to see in the sun. Customer's blood glucose was 280 mg/dl. Reportedly, the pump supplies were changed to address the occlusion issue and insulin delivery was resumed.